Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multi system organ failure could not be conclusively determined through this investigation. Furthermore, a direct correlation between the reported multi system organ failure and the device could not be conclusively determined. It was reported via patient outcome that the patient expired due to multi-organ failure. No additional information was provided. No autopsy was performed and the device will not be returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The patient had no autpsy performed and the device was not explanted. No additional information was provided.